Event description:
Dealer alleges that the user uses the mode button to go between driving and seating. She presses the mode to go to seating and when she goes to tilt it jumps back to driving. She think she is going to tilt and the chair takes off on her.